Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter displayed an unknown "ER" message. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began sometime in december (year not specified). The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. In the first week of (B)(6) 2011, the reporter stated emergency medical services (ems) was contacted. The patient obtained a blood glucose result of "52 mg/dl" with the ems meter. It is not known what treatment (if any) was provided by ems. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being tested with. The cca was not able to walk the reporter through resolving the alleged issue. Replacement products were sent to the patient. It is not known what specific symptoms the patient was experiencing or what kind of treatment was received; however, this complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.